Event description:
Sigmoid resection. Pcs29 dlu was connected, calibrated, opened, closed and was fired. Pc read "firing complete" but there were malformed staples observed. Distal staple line was re-resected and 2cm of tissue was removed. Another device was used to complete the case.